Event description:
It was reported by service report that the foot end upper lift bar was cracked at wire entry and switches need replaced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lifting bar.